Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified the device was broken shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: a striated edge broken in the side posterior assessed as surgical damage, consist with use of a surgical tool. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.